Event description:
We received a loaner tray for an orthopedic surgery. During the pre-surgical inspection conducted by the instrument room staff, it was observed that the wood handle on the acetabular shell inserter was broken in half (lengthwise). The manufacturer was immediately contacted for a replacement which was promptly received. The instrument room staff indicated the "wood gets fragile." The broken instrument was returned (along with the loaner tray and replacement instrument) to the manufacturer's representative.